Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a device check was requested by the physician, post av node ablation. There were pauses seen on the telemetry and upon interrogation, the patient was in atrial fibrillation (af). There were two stored ventricular high rates noted with oversensing of af on the right ventricular (rv) channel. This right ventricular (rv) lead exhibited noise at 1.0mv and pacing inhibition with asystole at 2 seconds. As a result, the sensitivity was adjusted from 0.6mv to 1.0mv. Subsequently, the noise or asystole could not be reproduced upon movement/position. Additionally, an x-ray was performed and it appeared that the rv lead had pulled back. No additional adverse patient effects were reported. This product remains in service. No further information is available.